Event description:
It was reported that the patient underwent an anterior cervical fusion procedure c4-c7 using rhbmp-2/acs, anterior plates, and interbody devices. The surgery was performed to extend a previous c5-c7 fusion up to c4-c7. One day post-op, the patient complained of a sore throat and was diagnosed with right vocal cord paralysis. After 6 months, the symptoms had not subsided, so the patient underwent a right vocal cord medialization approximately one year post-op to attempt to relieve the symptoms. The patient continues to complain of complications, including pain in his left hand and bilateral forearms.

Manufacturer narrative:
See also medwatch report number 1030489-2010-00083. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without addition device information. Neither the device nor films or applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.